Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the image depicts the product identification label in a bag. There is a bio-hazard sticker on the bag. There is a disengaged piece of radially expandable sleeve in the bag with a circle drawn around it. Without the physical device all functional evaluation is precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the obturator and cannula was being inserted, the distal tip of the device broke off the radially expanding sleeve through the abdominal wall and disengaged into the patient's cavity. This was retrieved using a laparoscopic grasper. Same device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the obturator and cannula was being inserted into the radially expanding sleeve through the abdominal wall the distal tip of the device broke off and disengaged into the patient's cavity. This was retrieved using a laparoscopic grasper. There was no patient injury.